Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 6 years 11 months underwent a valve in valve procedure due to stenosis. The patient had a 26mm transcatheter device implanted. The patient is reported to be stable post procedure with no leaks and no gradient.

Manufacturer narrative:
Device code 3191 - patient prosthesis mismatch. Additional manufacturer narrative: updated patient identifier,event, other relevant history and device manufacture date. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 6 years 11 months underwent a valve in valve procedure due to patient prosthesis mismatch and moderate stenosis. The patient had a successful valve fracture and implant of a 26mm 9600tfx valve. Completion echocardiogram showed no paravalvular leak and hemodynamics were excellent. The patient was transported to the recovery area in satisfactory condition. Post tavr tte showed an excellent result with represents elimination of his patient-prosthetic mismatch. The patient was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.